Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the product's water pressure was too low to use. After the surgery the nurse dismantled it for investigation. At that time it was confirmed that some liquid leaked from the battery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination shows that there was battery leakage inside the battery pack of the unit. This complaint is confirmed. Reviewing the complaints for the lot number could not be performed as no lot number was reported for this complaint. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.